Manufacturer narrative:
Additional information: a sudden drop in pressure was noted when the balloon burst occurred at the second inflation. No patient injury is reported. The procedure was not completed. Product analysis: as received the balloon is separated at the proximal end and is prolapsed in a distal direction. The break appears to be at the proximal tie. There does not appear to be any material missing from the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A rashkind septostomy balloon catheter was intended to be used to treat a patient with a transposition of vessels and to open a shunt. There was no damage noted to packaging and there were no issues removing the device form the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device and excessive force was not used during delivery. It is reported that on the second inflation of the device, the balloon burst. No patient injury is reported.